Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralight st w/ echo (device #1) device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for a small bowel obstruction. Two small bowel perforations and inflammation was found. "Due to peritoneal contamination." The device was explanted and a non-bard/davol biologic mesh was implanted. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed". A review of the manufacturing records was performed and found that the lot was manufactured to specification. A post sterilization sterile lot release testing was performed without discrepancy observed. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st w/ echo (device #1). An additional emdr was submitted to represent the bard/davol sorbafix enhanced (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient presented to the emergency room with a small bowel obstruction caused by an umbilical hernia. On (B)(6) 2015: the patient was operated on for a small bowel obstruction caused by an umbilical hernia. The physicians implanted a bard/davol ventralight st w/ echo (device #1) and a bard/davol sorbafix enhanced (device #2), absorbable fasteners over the umbilical hernia and also a midline hernia found during the said laparoscopic surgery on the patient. On (B)(6) 2016: the patient was taken to the emergency room for a sudden onset of sharp, intermittent abdominal pain in the epigastric area and vomiting. A CT scan was performed on the patient and concluded that the patient required emergency surgery for "what looks like a small bowel obstruction". On (B)(6) 2016: the patient underwent surgery for an exploratory laparotomy. Preoperative diagnosis of patient was acute abdomen peritonitis, small bowel obstruction, and s/p lap ventral hernia repair with mesh. Two perforations were found in patient's small bowel. One small bowel perforation was sutured in the proximal ileum. Due to the inflammation and stenotic lumen at the perforation site, resection of the small bowel around the first and second perforations in the ileum with primary anastomosis was performed. "Due to peritoneal contamination." The mesh was replaced with an implant of a non-bard/davol biologic mesh. Post-operative diagnosis of patient was a closed loop small bowel obstruction and a small bowel perforation with the explant of the ventralight st w/echo mesh (device #1). The surgical pathology report for patient's resected small bowel includes focal erosion of the resected small bowel tissue, inter alia. As a result of having the ventralight st w/ echo (device #1) and sorbafix enhanced (device #2) implanted, patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization.